Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an event of infusion set tubing detached from site when they were playing sports on (B)(6) 2024. The infusion set had been used for 2 days. No further information was available.